Event description:
The surgery center reported that a laser vision correction patient was presented with diffuse lamellar keratitis (dlk) stage 2 on both (ou) eyes at 4 day post-operative exam. The brief description of the event was that the patient had burning eyes. The patient¿s chief complaints were that eyes were burning and commented on eyes were itching, and watering eyes. In addition, the patient indicated the tears were not helping but vision; however, was okay but a little hazy. Topical steroid dosage was increased and oral steroid (prednisone tablets) was prescribed to treat the dlk. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 -4.75 x -1.50 x 101, left eye pre-op 20/20 -2.50 x -2.00 x 78.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: correction to the initial medwatch report. Date (date of event) is corrected to (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.